Manufacturer narrative:
The concerto coil was received, and evaluation of the device was completed. As received, the implant coil was detached from the pushwire and missing. The detachment was not reported originally. The pushwire was found bent at the proximal end. The distal end of the pushwire was found already extending out from the distal end of the introducer sheath with the implant coil missing. Under the microscope, the coin was found located against the lumen stop. A portion of the detach element was found still attached and extending out from the distal end of the pushwire. All other subassemblies appeared to be normal and no other anomalies were observed. Based on the device evaluation, the cause for the bends in the pushwire and for the broken detach element could not be determined. It is possible that the pushwire became bent and the implant coil became detached and lost during return to medtronic for evaluation. All coils are 100% inspected for damages and irregularities during manufacture.

Event description:
Medtronic received information that during coiling treatment, the coil did not enter inside the microcatheter. No patient injury was reported. Patient is in stable condition. Evaluation of the returned device found that the implant coil was detached from the pushwire and missing. Follow up conducted based on device condition upon return, and response received but the information is unknown.